Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge dislodged from the pump. A new cartridge was loaded onto the pump resolving the issue. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.